Manufacturer narrative:
(B)(4). D10: unknown cup unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not fully seat in the cup. No known consequences or impact to the patient. It was reported that no further information is available.